Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device became hot during use.

Manufacturer narrative:
Alleged failure: I have another shaver hand piece that is defective at surg ctr- acct#: (B)(4), (B)(6) center and am hoping we can ship them a replacement. The device began to get hot and make a clicking noise again just like the others. The ones we have replaced have not had any issues which makes me believe it was a bad lot sent in. Below is the serial number on the defective handpiece. Additionally, they had a foot pedal that went down and has stopped working. Outside body looks fine, however I tested and plugged into a console and it does not work. These items should both be covered under warranty. Handpiece pn: 0375704500, sn: (B)(6). The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be 1) excessive force applied to the cutter/burr by the user with poor or no suction during use. (Excessive force may cause friction due to bur shaft assembly and housing assembly interaction.) (2) tissue blocking the suction pathway would prevent hot fluid from being removed from the joint. (3) poor arthroscopy pump suction. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device became hot during use.